Event description:
During balloon dilation of the trachea, the boston scientific balloon was inflated and without notice, "popped" and deflated. The balloon was removed and inspected to make sure the balloon pieces were still intact, which they were. The pt's airway was inspected to verify that no injuries were caused to the pt. No harm done.